Event description:
Reporter indicated that vns pt was experiencing heart palpitations. The pt was seen by a different neurologist than usual as their treating neurologist was out of town. They reported right frontal headache associated with blurred vision and nausea. The pt also reported that they feel like they will have a seizure and that they have been having jumping and jerking movements of their extremities which they commonly have just before they have a grand mal seizure. Neurologist programmed their device to rapid cycling. There was no mention of the heart palpitations in the notes from that office visit. Device diagnostic testing within normal limits, indicating proper device function. The pt was instructed to follow up with their treating neurologist.